Event description:
User experienced an intermittent issue with creatinine results being high and upon repeat having lower results. Three pt samples were involved. Tested in 2009. Initial result was 3.4 mg/dl and was called to the nurse. Sample was then repeated two days later, and gave a result of 2.1 mg/dl. User did not know if pts were treated based on the reported results. The field service representative could not find a cause but noted he verified analyzer performance. He also advised the user to change the probes at her earliest convenience as they were due for replacement. If additional info is received, appropriate notification will be provided.

Event description:
User experienced an intermittent issue with creatinine results being high and upon repeat having lower results. Three pt samples were involved. Tested in 2009 prior to pt having a CT scan, had an initial result of 2.3 mg/dl and was reported while the test was being repeated. Repeat result was 0.7 mg/dl and was subsequently provided to the radiology department. User did not know if pts were treated based on the reported results. The field service representative could not find a cause but noted he verified analyzer performance. He also advised the user to change the probes at her earliest convenience as they were due for replacement. If additional info is received, appropriate notification will be provided.

Event description:
User experienced an intermittent issue with creatinine results being high and upon repeat having lower results. Three pt samples were involved. Initial result of 2.1 mg/dl and a repeat result of 2.1 mg/dl. This was reported to the physician who questioned the result and had pt return and be redrawn. The second sample gave a result of 0.5 mg/dl. Original sample was then repeated and gave a result of 0.5 mg/dl. User did not know if pts were treated based on the reported results. The field service representative could not find a cause but noted he verified analyzer performance. He also advised the user to change the probes at her earliest convenience as they were due for replacement. If additional info is received, appropriate notification will be provided.